Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. C51073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), gastrointestinal disorder ("gi condition"), swelling ("swelling") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2018, hysterectomy (full),salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, gastrointestinal disorder, weight increased, swelling and abdominal distension outcome was unknown and the heavy menstrual bleeding had resolved. The reporter considered abdominal distension, device dislocation, gastrointestinal disorder, heavy menstrual bleeding, swelling and weight increased to be related to essure. The reporter commented: patient received treatment for menorrhagia, migration, gi conditions, weight gain. Date of device implant (B)(6) 2015 (as per pif, discrepancy noted). Batch no c51073 production date 2014-04-23 expiration date 2017-04-23. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. C51073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), gastrointestinal disorder ("gi condition"), swelling ("swelling") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2018, hysterectomy (full),salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, gastrointestinal disorder, weight increased, swelling and abdominal distension outcome was unknown and the heavy menstrual bleeding had resolved. The reporter considered abdominal distension, device dislocation, gastrointestinal disorder, heavy menstrual bleeding, swelling and weight increased to be related to essure. The reporter commented: patient received treatment for menorrhagia, migration, gi conditions, weight gain. Date of device implant (B)(6) 2015 (as per pif, discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2021: pfs received: essure insertion date added, lot number was added, reporter was added, consumer race was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), gastrointestinal disorder ("gi condition"), swelling ("swelling") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2018, hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, gastrointestinal disorder, weight increased, swelling and abdominal distension outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal distension, device dislocation, gastrointestinal disorder, menorrhagia, swelling and weight increased to be related to essure. The reporter commented: patient received treatment for menorrhagia, migration, gi conditions, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received events " menorrhagia, migration, gi conditions, weight gain" were added. Outcome of event " bleeding" was updated as recovered. Patient demographics was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.